Event description:
Report received of over-delivery. According to the customer contact, the pump was found infusing an unspecified medication 100mg/100ml concentration at 50ml/hour. The order was for the medication to infuse at 5ml/hr. There was no reported adverse pt event. Though requested, there was no further info available.